Event description:
During a laser lithotripsy procedure, the laser fiber snapped in two pieces during firing of the laser. The malfunctioning fiber was removed from the procedural area and a new laser fiber was opened and used.